Event description:
Additional information was received. There was no resistance encountered during any part of the delivery or retrieval. It was noted that the first pipeline appeared fish-mouthed on deployment. When they removed from the patient they deployed the device on the table and both distal and proximal ends of the stent were fish-mouthed. The second ped stent had difficulty opening, and they attempted to open by re-sheathing and loading, and unloading but it did not open. They did less manipulation on the second device because they had already failed with the first. They removed it and deployed it on the table outside of the patient, and there did not seem to be any visible fish-mouthing outside of the patient, like in the first stent. The operator used a phenom 27 catheter during the procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the cause of the event was not determined. The customer believed it may have been due to anatomy and lazy opening of the large devices. No issues were noted that resulted in the damage that was found. Damaged was believed to possibly be due to excessive manipulation in the attempts to open the device. However, there was no resistance when initially introducing the pipelines through the microcatheters. The information is confirmed by the physician.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID ped2-500-30 (b812929); medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during treatment for an unruptured saccular aneurysm of the internal carotid artery, there was a failure of two pipeline embolization devices to open at the distal section. The distal end of the braid appeared frayed on both devices. Multiple resheathing attempts (more than two times) were required, and the devices were removed from the patient without being implanted. The pipelines were not positioned in a bend, and less than 50% had been deployed when they failed to open. No additional steps were taken to open the device. The procedure involved moderate vessel tortuosity, and dual antiplatelet treatment was administered. Angiographic results post-procedure showed that a fred device was used and opened without issue. No patient complications have been reported as a result of this event. The devices were prepared according to the instructions for use (IFU).

Manufacturer narrative:
Product analysis as found condition: the pipeline flex shield braid was returned for analysis inside a container, in a sealed biohazard bag, and a shipping box. The pusher wire was not returned. Damaged location details: the pipeline flex shield braid¿s distal and proximal ends were open and frayed. No other anomalies were found. Testing/analysis: n/a conclusion: based on the reported information and device analysis, the customer¿s ¿failure/incomplete to open at distal¿ complaint could not be confirmed, as the returned pipeline flex shield braid ends were both open and frayed. However, the root cause of the failure to open could not be determined. Possible causes include vessel tortuosity, the user deploying the braid in the vessel bend, and a damaged braid. In this event, the customer stated that the vessel tortuosity was moderate, and the braid was not placed in the vessel bend, ruling out the vessel tortuosity and the user's deployment of the braid in the vessel bend as potential causes. Therefore, a damaged braid could have contributed to the failure to open complaints. The braid can be damaged due to over-manipulation, re-sheathing more than twice, deployment technique, delivering or retracting the delivery wire against resistance, or deploying or re-sheathing against resistance. However, the cause of the braid damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.